Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's parent reported several low blood glucose (bg) levels over the past week. The contact could not find any low bg levels while reviewing the pump data. The contact stated the customer was non-compliant and difficult to work with.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed (B)(6) 2017. User does not utilize the cgm feature of their t:slim g4 pump. Basal rate is set to 2 u/hr all throughout the day. User made bolus requests without entering current bg levels and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. User may need to consult with hcp regarding basal rate settings. There is no evidence of device malfunction.